Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they had previously only one setting on their device, but had recently noticed four groups had been downloaded, which they had not requested and did not recall having a programming session with their doctor. The patient reported noticing the extra groups the previous week. The patient reported that none of the new groups worked for them: group a did not control symptoms, group b was no better, and groups c and d caused a "terrible rush, like a buzzing in my head." The patient inquired about who had set these settings on their device and why. The patient clarified that they received a prompt asking if they wanted to download the four groups, clicked yes, and the groups were added, even though they thought it was not possible to have four groups. The patient mentioned having an appointment with their healthcare provider the next day and was redirected to discuss these issues during their visit. Patient services reviewed their role and made the best attempt to document all relevant information, noting difficulty following the patient throughout the call.